Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The service technician performed several post tests during bench testing and the ventilator passed with no inconsistency. Performed several patient circuit leak test's during bench testing, the ventilator passed with no unusual errors. The ventilator also passed 200 hours of extended tests at the customer's settings without any unusual alarm or error condition. The ventilator passed the initial final test and initial alarm volume test with no restriction. The ventilator was opened up and inspected, no anomalies were found. The ventilator met all factory specifications and standards.

Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator kept alarming "check pt circuit" and "high pressure". The customer was not able to be corrected the alarm. All circuit connections were checked and rechecked for proper fit. Proper ventilation's were not being administered. The patient was placed on a back up ventilator.